Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping appears to be related to challenging patient morphology/pathology. The reported single leaflet device attachment (slda) appears to be due to procedural conditions due to tension created on the leaflet during grasping with the second clip. Lastly, the reported additional therapy/non-surgical treatment was a result of case specific circumstances, as the second clip was implanted medial to the first clip to stabilize it. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted because the deployed clip ((B)(4)) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+, with leaflet flail, prolapse and tethering. The 1st clip delivery system ((B)(4)) had difficulty grasping the leaflet due to anatomy and visualization. After 2 hours of grasping, the clip was implanted successfully with what was thought to be good leaflet insertion. Following, a 2nd mitraclip ((B)(4)) also encountered difficulty grasping due to anatomy and visualization. During leaflet grasping with the 2nd clip, the 1st clip detached from the anterior leaflet and remained attached to the posterior leaflet, a single leaflet device attachment (slda). The 1st clip was also attached to chordae below the posterior leaflet. The 2nd clip had not interacted with the 1st implanted clip. Reportedly, the leaflet tension created while the second clip grasped the leaflet was thought to have resulted in the slda of the 1st clip. To stabilize the slda clip, the 2nd clip was implanted medial to the 1st without issue. A 3rd clip also had difficulty grasping due to anatomy and visualization; however, the 3rd clip was implanted lateral to both implanted clips, reducing the mr to grade 1+. There was no additional information provided.